Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the unit was used in a robotic case, the monopolar and bipolar energy was cross fired so they activated the monopolar and bipolar. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.